Event description:
It was reported that a spectrum pump failed psi testing. This occurred during preventative maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition the device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The downstream tubing guide was found out of adjustment however it was not affecting downstream testing or force sensor calibration. The downstream tubing guide will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.